Event description:
Patient reported experiencing on 5/10/2006 elevated blood glucose of 599 mg/dl. His normal blood glucose levels are <200 mg/dl. Patient did not report any symptoms associated with the elevated blood glucose level. He was advised by his endocrinologist to remove the infusion device and go to the emergency room. Patient left the infusion device attached, but went to the emergency room, where he was treated with an unknown IV, lantus and humalog injections. He removed the infusion device at approximately 7:00 p.m. At approximately 8:45 p.m. His blood glucose level was 366 mg/dl and he was released from the hospital. Patient returned to using the infusion device the next day after returning home from the hospital. He did not experience a partial or complete separation of the infusion set. The infusion set was discarded and would not be returned for evaluation.

Manufacturer narrative:
Registration#: 9614448 h6:product not returned for evaluation issue described to agency in recall # 2183993- 03/21/06-001-r.